Event description:
Healthcare professional reported a right side "exchange from textured to smooth implants due to the patient's concern with the product" and "capsular contracture baker grade iii". The device has been explanted.

Manufacturer narrative:
Continued e1 (email address): (B)(6). Continued e1 (facility name): perspectives plastic surgery. Continued h6 (health effect - impact code): f2203. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "exchange from textured to smooth implants due to the patient's concern with the product", "capsular contracture grade iii".

Event description:
Healthcare professional reported a right side "exchange from textured to smooth implants due to the patient's concern with the product" and "capsular contracture baker grade iii". The device has been explanted.

Manufacturer narrative:
Device evaluation:based on the device analysis grid, the assessments of the complaint are: ¿ capsular contracture: unable to confirm as it is a medical event not related to the device. ¿ anxiety-product-procedure: unable to confirm as it is a medical event not related to the device. Additional observations: ¿ crease fold observed. ¿ wear abrasion observed. ¿ brown particles on the surface of the shell. ¿ deformation observed. No further actions are required as the device was implanted.